Event description:
Burn with blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The pharmacist reported that "burn with blistering at the customer due to thermacare back, despite the shirt between skin and wrap." The action taken for the product and event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. , comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn with blister, about 2 cm big burn blister on the back [burns second degree] , burn blister burst [blister rupture] , wore the back heatwrap overnight [device use error]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m13368, expiration date: jun2025) from (B)(6) 2017, one time, for back pain. The patient's medical history was reported as none. Concomitant medications were reported as none. The pharmacist reported the patient applied the back heatwrap over an undershirt for back pain and experienced about a 2 cm big burn blister on the back on (B)(6) 2017. The patient wore the heatwrap overnight. It was reported "already in the evening one place pained then at night it was very strong and the heatwrap was removed." The burn blister burst on an unspecified date. No long term damage was expected. Action taken with the suspect product was permanently withdrawn on (B)(6) 2017. No therapeutic measures were taken and no surgery was required as a result of the events. Clinical outcome of the events was resolved on (B)(6) 2017. Additional information has been requested and will be provided as it becomes available. Follow-up (07feb2017): new information received from a contactable pharmacist includes: patient data, suspect product indication, suspect product start/stop dates, action taken with suspect product, reaction data (additional events of device use error and blister rupture) event onset date and event outcome. Company clinical evaluation comment based on the information provided, the reported event burn blister, blister rupture and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No follow-up attempts needed. No further information expected., comment: based on the information provided, the reported event burn blister, blister rupture and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn with blister, about 2 cm big burn blister on the back [burns second degree], burn blister burst [blister rupture], wore the back heatwrap overnight [device use error]. Case narrative: this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m13368, expiration date: jun2025) from (B)(6) 2017, one time, for back pain. The patient's medical history was reported as none. Concomitant medications were reported as none. The pharmacist reported the patient applied the back heatwrap over an undershirt for back pain and experienced about a 2 cm big burn blister on the back on (B)(6) 2017. The patient wore the heatwrap overnight. It was reported "already in the evening one place pained then at night it was very strong and the heatwrap was removed". The burn blister burst on an unspecified date. No long term damage was expected. Action taken with the suspect product was permanently withdrawn on (B)(6) 2017. No therapeutic measures were taken and no surgery was required as a result of the events. Clinical outcome of the events was resolved on (B)(6) 2017. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (07feb2017): new information received from a contactable pharmacist includes: patient data, suspect product indication, suspect product start/stop dates, action taken with suspect product, reaction data (additional events of device use error and blister rupture) event onset date and event outcome. No follow-up attempts needed. No further information expected. Follow-up (14feb2017): new information received from the product quality complaint group included investigational results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the reported event burn blister, blister rupture and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported event burn blister, blister rupture and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.